Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion, the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pop off based on retention sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: it was reported that the stoppers are coming off in the centrifuge.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: it was reported that the stoppers are coming off in the centrifuge.